Event description:
Device issue: shaft detachment. Time of device issue: during the procedure. Adverse event: none. It was reported that a dynalink stent was successfully implanted in the left superficial femoral artery via a contralateral approach. During removal of the stent delivery system the outer shaft was removed; however, the inner shaft had separated and remained in the body. The inner shaft was easily removed without intervention and there was no adverse patient effect. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4) - off label use in the vasculature. (B)(4). The device was received. Investigation is not complete.